Event description:
During a pre-check of the ventilator the unit worked in vc but in pc mode it was pressure limiting with upper pressure limit alarm. The biomed department found the inspiratory pressure limit above peep potentiometer to have a dead spot on it when resistance was checked on the potentiometer. The potentiometer was replaced and the unit calibrated and tested within manufacturer's specifications. No patient involvement or injury. This report was submitted from a sap service report screening.